Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported an alarm was heard, but no 8840 was available. It was noted that the patient was hearing the pump beeping for about a day. It was unknown what alarm was occurring, but the patient confirmed they were due for a refill. No troubleshooting was performed prior to or during the call. It was reviewed the differences between a low reservoir alarm and empty reservoir alarm. It was also reviewed to check the pump logs, check pump volume for accuracy, consider replacing the pump and managing the patient on oral medication. It was noted that the patient has an appointment next week to establish care with a new healthcare professional (hcp). The hcp was concerned over the potential damage to the pump if it was allowed to go dry, and the hcp was going to follow up with the patient to determine which alarm was occurring. No symptoms were reported. Event date was noted as (B)(6) 2017. Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the cause of the alarm was determined. It was noted the patient planned to establish care with their pain clinic, so they cancelled their fill with us. The patient was late for their appointment with their clinic, so the patient was not seen. The on call hcp was called with alarm going off. The patient had "approximately 1 1/2 days" of medication left. It was noted that the pump alarm was resolved. The patient's weight was unknown. No further complications were reported/anticipated.